Event description:
Healthcare professional reported, right side rupture. And swollen lymph nodes. Device remain implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on the radius side assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Lymphadenopathy: unable to observe as it is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported right side rupture and swollen lymph nodes. Device has been explanted.

Event description:
Patient reported right side rupture and swollen lymph nodes. Device has been explanted and replaced.